Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with a 600cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced left-sided grade iii capsular contracture, right-sided anisomastia and surgical intervention postoperatively. The diagnosis was confirmed by a healthcare professional during the consultation held on (B)(6) 2021. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified breast implant for the left side and unspecified surgical invention for the right side on (B)(6) 2022. This report is for the right-sided prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the issues reported initially, the patient also experienced right sided device migration. The right implant had bottomed out. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).